Event description:
S/p thoracotomy, rul/rml lobectomy with chest tubes. In ICU postop on puritan bennett 7200ae ventilator. On day after started (9/28/97) pt started on flow-by at 8 lpm/3sens. At 11:00 ppt was noticied to be hypotensive. Vent volume set at 600ml, delivering 500ml (but measuring 600ml). Ventilator changed out & pt immediately normalized. Third occurrence with this ventilator in last 18 months. Set at one volume, reads out another volume. 1st malfunction at 640 hrs. This malfunction at 4568 hrs.